Manufacturer narrative:
Additional information was received that patient had inadequate stimulation. X-ray was taken and revealed lead migration. The patient underwent revision wherein the battery was replaced per patient¿s preference and the leads were pulled back down to two levels. No device malfunction. The patient was doing well following the procedure. The explanted device was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient will undergo a revision for unknown reason.

Event description:
A report was received that the patient will undergo a revision for unknown reason.